Event description:
It was reported the pt fell off a ladder. Afterwards the pt could no longer receive adequate coverage. During surgical intervention, the doctor removed the lead. The doctor observed the number 16 contact was black, and the dura underneath contact 16 was brown and indented. A new lead was not implanted due to the pt having a lot of scar tissue. As a result, the doctor chose to explant the scs system.

Manufacturer narrative:
Eval: results: the lead was returned cut with instrumentation marks and cuts on the outer tubing consistent with explant damage. Electrode 16 was not discolored but was slightly lifted off the substrate with reddish fluid intrusion around the edges. Continuity testing of the lead segments revealed channel 6 was open. All other channels passed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.